Event description:
It was reported that syringe 5ml heparin 10 unit leaked fluid which splashed into the nurses eye during use. The following information was provided by the initial reporter: material no: 306414 batch no: unknown it was reported that while injecting heparin from prefilled syringe into the patient's line during a blood drawing procedure fluid from the syringe splashed back into the nurses eye. Verbatim: while injecting heparin from prefilled syringe into the patient's line during a blood drawing procedure fluid from the syringe splashed back into the nurses eye. Patient is on oncology unit, but not other drugs of therapies could have contributed at the time of the event. Injection of heparin into line during blood draw to prevent clotting.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Date of event states (B)(6) 2019 (no day is entered on the original document). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 5 ml heparin 10 unit leaked fluid which splashed into the nurses eye during use. The following information was provided by the initial reporter: material no: 306414 batch no: unknown. It was reported that while injecting heparin from prefilled syringe into the patient's line during a blood drawing procedure fluid from the syringe splashed back into the nurses eye. Verbatim: while injecting heparin from prefilled syringe into the patient's line during a blood drawing procedure fluid from the syringe splashed back into the nurses eye. Patient is on oncology unit, but not other drugs of therapies could have contributed at the time of the event. Injection of heparin into line during blood draw to prevent clotting.